Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that coil delivery wire, proximal contact and main coil were kinked. The main coil was broken and stretched out. The main coil suture was damaged as well. Information available indicated that the device was confirmed to be in good condition prior to use. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken/ fractured. No consequences to the patient were reported.